Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump excessively alarmed no delivery and motor error. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 150 mg/dl. Customer declined to troubleshoot for any of the issues/ alarms mentioned. Pump is being replaced. Nothing further reported.